Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for two damage/defective tunnelers, as two tunnelers with the proximal tip of the plastic catheter loading end missing were visible in the provided photographs. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. (Expiry date: 03/2020).

Event description:
It was reported that during dialysis catheter placement, the tunneler tip allegedly broke. The procedure was completed by using another kit. There was no reported patient injury.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The return of the sample is pending. The investigation is currently underway. (Expiry date: 03/2020).

Event description:
It was reported that during dialysis catheter placement, the tunneler tip allegedly broke. The procedure was completed by using another kit. There was no reported patient injury.